Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual evaluation of the as returned product identified significant signs of use and fracturing at the collar. Damages on the external threads, most likely from removal process. Pre-existing conditions noted on the per was type ii 'moderate' bone density and oral hygiene. The device was located on tooth site 36 (fdi) for approximately 2 years 8 months. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Device history record (DHR) review was completed for the subject lot number 2018021117. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2018021117) was performed for similar event using keyword 'fracture implant' and no complaint about nonconforming products was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (xifnt411). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address was not provided.

Event description:
The doctor reports a fracture of the implant in dental position 36.